Event description:
Currently there are three tests used to determine efficacy of hiv treatment therapy: pcr, pcr ultra and bdna. In a routine blood draw at quest diagnostics, a comparison of the three tests showed an unacceptable difference between the three tests. The variance between the three tests was as follows: pcr: 50,979, pcr ultra: >100,000, bdna: 167,799. Use of these tests is important to control the viral load but use of the pcr ultra and bdna invites over-treatment and the associated side effects related to these medications. Clinical practitioners should inform pts of the sizeable differences in these tests before performing these tests and choose pcr only.